Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysteroscope exhibited partial tip damage. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The reported failure mode/identified defects can be attributed to improper handling and application of excessive force, impact to the distal end of the device, fall, shock or similar stress. Olympus will continue to monitor field performance for this device.